Manufacturer narrative:
The customer reported complaint of the drive shaft of the autopulse platform (sn (B)(4)) would not turn was not confirmed during the functional testing. The customer reported complaint was not duplicated during the testing. The autopulse platform passed the functional testing and worked as intended. The customer reported a secondary complaint of the damaged air vent on the bottom enclosure was confirmed during the visual inspection and was likely caused by mishandling such as a drop. The damaged bottom enclosure needs to be replaced to address the physical damage. During further visual inspection, unrelated to the reported complaint, noticed a cracked top cover and the front enclosure. The cause for the observed damages were due to the damage sustained by user mishandling such as a drop. The damaged parts need to be replaced to address the physical damage. The archive data review showed the occurrence of multiple user advisory (ua) 07 (discrepancy between load 1 and load 2 too large), (ua) 01 (low battery warning), (ua) 04 (battery too low), fault code "42" (force overload tripped) and (ua) 12 (lifeband not detected) around the reported event date, unrelated to the reported complaint. The error messages were cleared by the user and were not reproduced during the functional testing. The load cell characterization test indicated both cell modules are functioning within the specification. The lifeband clip detect switch inspection shows that the switch lever was able to close and is in a parallel position. The platform was verified using a standard belt test clip aid, the platform was tested and operated as intended. The (ua) 07 is normally a clearable error message and occurs when the load sensing system has detected a weight/load imbalance between the two load cells. The load sensing mechanism is continuously on during the power-on state. Normally, the load imbalance is experienced if the patient is not oriented on the platform correctly or the patient has shifted due to compression force without restraints or during transportation. The recommended actions to take for this type of user advisory are: ensure the patient/manikin is properly aligned, deploy the shoulder restraint to reduce movement, and press restart. Per the autopulse maintenance guide, user advisory (ua) 01 indicates that the battery needs to be charged because less than 5 minutes of battery voltage is left. The recommended action is to take for this type of user advisory is to replace the battery and/or press restart to clear the ua. The (ua) 04 error message indicates that the battery's remaining capacity drops below 250mah. To clear the error message, replace the battery and place the removed battery into the multi-chemistry charger (mcc). Based on the archive data, the (ua) 04 error was cleared by the user after the depleted battery was replaced. The fault code 42 error message alerts the load cells have detected too much force being applied. This can result from the patient being improperly positioned on the platform or from an excessive force being applied on the load cells due to a stiff patient's chest. This error message can be cleared when the user press restart. The user advisory (ua) 12 is the clearable error message to alert the operator when the lifeband is not properly installed. The recommended actions to take for this type of user advisory are: ensure that the band clip (underneath the device) is properly seated in the drive shaft can freely rotate after insertion. Following service, the autopulse platform passed the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries for 15 minutes without any fault or error. The autopulse platform passed the final testing without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaint reported for autopulse platform with serial number (B)(4).

Event description:
After the patient was removed from the platform the customer noticed that the drive shaft would not turn and the bottom enclosure was observed with damaged air vents. The platform worked as intended during patient use. No patient involvement.